Event description:
The pencil arced causing a small burned area on the surgeon's gown.

Manufacturer narrative:
No product was returned for eval but this reporter contacted a marsha perine at the hosp. Based upon conversation with the hosp and a review of our complaint history, the cause is believed to be attributed to the use of electrosurgery in the presence of flammable anesthetics, flammable prep solutions, oxidizing gases such as nitrous oxide or in an oxygen enriched environment. The risk of sparking/flare ups of igniting flammable gases or other materials is inherent in electrosurgery and cannot be eliminated by design. Warnings are included in the user instructions.